Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction related to the reported event. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. Nevro is awaiting the return of the device.

Event description:
It was reported to nevro that the patient experienced pain at the pocket site. The physician washed out and relocated the pocket site and replaced the device. There have been no reports of further complications regarding this event.